Manufacturer narrative:
H10: the actual sample was received for evaluation. The visual inspection of the set showed the pump segment effluent was not glued in the support plate. The set underwent traction testing and all pump segments are not glued in the notches the reported condition was verified. The cause of the condition is due to the pump segment of the tubing not being adequately bonded to the support plates. There is little to no trace of solvent to achieve this bonding. The pump segment of tubing could remain in place in the sockets on the support place due to the friction between the tubing and the socket since the outer diameter of the tubing is of similar size as the socket. This allowed the defect to remain undetected at the integrity test performed on each set during assembly. However, this friction is not enough for the pump segment of tubing to remain connected to the support plate once the set is loaded on a prismaflex or prismax monitor, and the monitor¿s pump rotors apply pressure on the tubing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter first name. E1: initial reporter last name. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak (also reported as ¿yellow drainage¿) was observed originating from an unspecified location of a prismaflex m150 set during continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.